Event description:
I ordered a new box of dailies total one multifocal disposable contact lenses. When I attempted to put the -300s in my eyes they wouldn't stay when I finally did get them in my eye my vision got worse very blurry. Two test I put them in the other eye with the same effect, the manufactures, denying any responsibility or production of a defective product. Reference report: mw5117082.